Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. The fse found the unit to have a broken cable assembly. To fix the issue, the fse replaced the fiber optic sensor extension assembly. A full calibration and functional check was performed per the factory calibration procedures. The iabp was then returned to the customer and cleared for clinical use. Please note that the information above was previously reported on mfg #2249723-2019-00815 which covers a report on this same iabp for the same "fiber optic issue" which occurred within days of each other.

Event description:
It was reported that while in use in a patient, the cardiosave intra-aortic balloon pump (iabp) began to display ¿fiber optic module failure¿. The iabp was swapped to continue therapy and the original iabp was labeled and taken to the facility's biomed. There was no harm or injury to patient and no adverse event reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A supplemental report will be submitted if subsequent information is provided. The full name of the event site was shortened due to field character limit; the full name is (B)(6).

Event description:
It was reported that while in use in a patient, the cardiosave intra-aortic balloon pump (iabp) began to display ¿fiber optic module failure¿. The iabp was swapped to continue therapy and the original iabp was labeled and taken to the facility's biomed. There was no harm or injury to patient and no adverse event reported.